Manufacturer narrative:
Initial reporter name and address: postal code- (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: device photograph(s) for the device related to the reported event of rupture was reviewed on april 11, 2023. Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. It is not possible to determine the lot number or catalog through the photos provided. Refer to ps-qp-onev-115717: covid-19 quality plan - complaint handling.

Event description:
Healthcare professional reported right side rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: one opening observed on anterior side assessed as surgical damage. Additional observations: brown particles observed on the surface of the shell. Creases were observed.

Event description:
Healthcare professional reported right side rupture. Device has been explanted.